Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction on (B)(6) 2016. Sensor was inserted at the arm on (B)(6) 2016. The skin reaction was described as redness, warm to touch, oozing pus and itching. Patient's mother treats the affected area with a topical antibiotic prescribed specifically for this issue by the patient's pediatrician. Date of medical intervention is unknown. Patient's mother said that the patient was given the prescription a long time ago to use as needed. Name of prescription topical antibiotic was not provided. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it was reported that the sensor was inserted at the arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.